Event description:
Reporter indicated that the site's dell handheld computer screen was freezing. The handheld computer has been returned to manufacturer for analysis, and a new handheld computer has been send to the site.